Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. The clinician subsequently switched to manual mode and administered the shock to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.